Event description:
It was reported that this pacemaker exhibited oversensing of noisy signals on the right atrial (ra) lead channel that resulted in a false atrial tachy response (atr) episode. There were also concerns of capture on the right ventricular (rv) lead channel. Technical services (ts) reviewed the reports and noted that there was capture on the rv lead channel. Ts provided following actions. The device remains in use. No adverse patient effects were reported.